Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s fiancee reported to medtrionic via (B)(6) that the customer was hospitalized on an unknown date due to hyperglycemia with blood glucose over 600 mg/dl and 500 mg/dl. The customer did not mention any treatment and symptoms related to high blood glucose level. The device will not be returned for analysis.